Event description:
It was reported that during an implant procedure an unusual sound occurred and the superion indirect decompression spacer lost resistance and would not further deploy. It was observed the patient had osteophytes resulting in resistance, and the break occurred while the physician was moving the device back and forth in an attempt to get the spacer in place. The procedure was successfully completed with another spacer. The implant was not returned for analysis.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.